Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2011 due to the patient has received shocks in the past and patient is very fearful now and is demanding the system to be explanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).